Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited multiple episodes of non-sustained oversensing due to post paced t-wave oversensing. Programming changes were made. The patient was stable throughout the event.